Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and manufacturing representative regarding a patient receiving intrathecal baclofen 500 mcg/ml at 197.60 mcg/day. The indication for use was intractable spasticity. The patient was reporting a critical alarm (heard on (B)(6) 2016). The hcp stated that he would instruct the patient to go to the emergency room to request pump interrogation. It was later reported that a manufacturing representative interrogated the pump and determined that a motor stall had occurred on (B)(6) 2016 ¿at am.¿ the alarm was silenced, and the patient was going to see his managing physician on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.